Manufacturer narrative:
Additional information.the device was received for evaluation. During functional testing, the reported problem "failed flow rate test 21" was not confirmed. The device was tested for flow accuracy and delivered within intended range. The event history log (ehl) review was performed. Event details and an event occurrence date were not provided, however a review of the last days of customer use in the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.